Event description:
The customer called with a complaint that the meter is showing 8 7 8, only the 7 is backwards. During the touble shooting process it was learned that there are missing segments in the tens position. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.